Event description:
(B)(4). Event occurred in germany. The patient's mother reported that the patient experienced that infusion set tubing detached from the quick release site at hip on (B)(6) 2025. The infusion set was in use for one day. No further information was available.

Manufacturer narrative:
E1: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.